Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer successfully replaced the cartridge and resumed insulin delivery after speaking with technical support.